Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion sets tubing occlusion events on (B)(6) 2024. The infusion set has been used for 1 hour. Patient replaced infusion sets and resumed insulin successfully. No further information was available.